Event description:
It was reported that during an ablation procedure using a intellamap orion catheter the patient experienced mild tamponade. It was confirmed by echographic examination. It was resolved by performing a pericardiocentesis. It stopped midway, but the cti was checked, and the procedure was completed successfully with original device. The catheter is not available for return as it has already been disposed by facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.